Event description:
Customer stated that their numbers do not all show on the display. They said that it was inconsistent and changes. An evaluation of the system was performed over the phone. The evaluation indicated that the display was missing segments. Customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.